Event description:
The pt reported that the day after a scs revision procedure; they couldn't breath and turned blue. The pain went away when the device was turned off. The rep re-directed the pt to report symptoms to the hcp. Add'l info has been requested from the physician.